Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: ¿capsular contracture, grade 4 and rupture¿.

Event description:
Healthcare professional reported left side ¿capsular contracture, grade 4 and rupture.¿ healthcare professional later reported "seroma collection." Device has been explanted and replaced.

Event description:
Healthcare professional reported left side ¿capsular contracture, grade 4 and rupture.¿ healthcare professional later reported "seroma collection." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell, crease fold, and wear abrasion. A microscopic analysis was performed which identified: a crease sharp opening on radius, stress marks, a striated opening on anterior, and crease sharp broken on radius. Based on the device analysis the final assessment is: - a crease sharp opening on radius assessed as fold flaw opening. - a striated opening on anterior assessed as surgical damage. - crease sharp broken on radius assessed as fold flaw opening.